Event description:
It was reported that the pt fell. The pt stated that she was bruised at the pump site and that the pump had shifted in the pocket. She heard a "chirp" coming from her pump that she thought was an alarm, but did not hear it on a regular basis. Telemetry on the pump was not yet performed. The pt experienced nausea. The pt stated she had a lot of "other medical issues" and that the pump was due to be replaced; it had been implanted for the past 7 yrs. On (B) (6) 2009, the pt reported that she vomited for one day; had diarrhea the last two days; and also had shakes and headaches. The pt was at home. Follow-up with the pt's physician was recommended. The medication being delivered via the device was dilaudid. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).